Event description:
Started with coughing, coughing got severe resulting in appts to primary doctor, pulmonary doctor and ent doctor. Many antibiotics, hospital visits, cat scans, bronchoscope and sinus surgery, pulmonary test. I started with a cough in (B)(6) 2017 after using a CPAP for 1 yr. The cough became severe. I made visits to these drs primary pulmonary and ent. The frequent visits started in (B)(6) 2017, pulmonary dr ordered cat scan. The cat results were indicating bronchitis and sinusitis. In (B)(6) 2017 I entered the hosp with severe coughing. Pulmonary dr finally did a bronchial scope and said tube were full of mucus cells. He put me on a nebulizer that I used for approx 6 months. I also visited an ent because of sinusitis. I suffered for 3 months before I was able to have sinus surgery. I have never had sinus problems before in my life. I attribute of these problems due to the philips CPAP. It cost my insurance and myself thousands of dollars. I no longer use a CPAP. Proof will be provided upon requested.